Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was giving a false no disposable alarm. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown however, fluid ingression was found on the downstream occlusion sensor which likely caused the reported error. Recommended the downstream occlusion sensor be replaced. The product is beyond 4 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6500.